Manufacturer narrative:
.

Event description:
The customer reported that there is no sound anymore at the x2. At the time of the alleged malfunction, the device was not being used for clinical monitoring. No patient harm was reported

Manufacturer narrative:
9610816-2016-00137 follow up was mistakenly reported as -002 and should have been follow up -001. Please see 9610816-2016-00137-002 for the complete information.

Manufacturer narrative:
H3: d8 and d10: submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.